Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received six appropriate treatments. The device was started up at 07:07:48 at on (B)(6) 2024. At 14:20:22, an arrhythmia was detected. ECG shows vf with motion artifact. At 14:20:53, the patient received the first appropriate treatment. Rhythm at the time of treatment vf with motion artifact. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 14:23:40, an arrhythmia was detected. ECG shows sinus bradycardia @ 50 bpm with bbb degrading to vf. At 14:24:12, the patient received the second appropriate treatment. Rhythm at the time of treatment vf. Post shock rhythm was vt @ 280 bpm. At 14:24:42, the patient received the third appropriate treatment. Rhythm at the time of treatment vt @ 270 bpm. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 14:25:31, the patient received the fourth appropriate treatment. Rhythm at the time of treatment vf. Post shock rhythm was sinus rhythm @ 90 bpm with pvcs. At 14:26:02, the patient received the fifth appropriate treatment. Rhythm at the time of treatment vf. Post shock rhythm was vf. At 14:26:34, the patient received the sixth appropriate treatment. Rhythm at the time of treatment vf. Post shock rhythm was vt @ 190 bpm degrading back to vf. The electrode belt was disconnected at 15:08:14 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q16 on the defibrillator pca. The root cause for the shorted transistors could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect and treat vt/vf rhythm on the date of event. Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received six appropriate treatments. The device was started up at 07:07:48 at on (B)(6) 2024. At 14:20:22, an arrhythmia was detected. ECG shows vf with motion artifact. At 14:20:53, the patient received the first appropriate treatment. Rhythm at the time of treatment vf with motion artifact. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 14:23:40, an arrhythmia was detected. ECG shows sinus bradycardia @ 50 bpm with bbb degrading to vf. At 14:24:12, the patient received the second appropriate treatment. Rhythm at the time of treatment vf. Post shock rhythm was vt @ 280 bpm. At 14:24:42, the patient received the third appropriate treatment. Rhythm at the time of treatment vt @ 270 bpm. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 14:25:31, the patient received the fourth appropriate treatment. Rhythm at the time of treatment vf. Post shock rhythm was sinus rhythm @ 90 bpm with pvcs. At 14:26:02, the patient received the fifth appropriate treatment. Rhythm at the time of treatment vf. Post shock rhythm was vf. At 14:26:34, the patient received the sixth appropriate treatment. Rhythm at the time of treatment vf. Post shock rhythm was vt @ 190 bpm degrading back to vf. The electrode belt was disconnected at 15:08:14 on (B)(6) 2024.